Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 4 of 4. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that he had the alarm and cleared up the supplies. The hp said there was some fluid in the heater cradle. The tsr explained the alarm. The tsr advised them to let the nurse know about the alarm. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(4) 2012. The nurse stated the event was not reported and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Due diligence was completed so the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.